Event description:
Procedure: hepatic resection. According to the information as reported to the company: the patient had undiagnosed cancer and was undergoing a hepatic resection. On the 18th firing of the stapler, the hepatic vein "was hit" which "shredded" the vein and the patient immediately lost 1000 cc's of blood. The patient was then given blood, but it could not sustain him. The patient expired later that day in 2007.